Manufacturer narrative:
Supplemental MDR needed for the following updates: revised b5, d1,d4, d9 (yes), d10 5/24/2021, g3 05/24/2021, h4 10/02/2006 annex b - b21, annex c - c21, annex d - d -16. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that during the staff¿s hourly check on volume infused record on pcu screen, the volume infused for one of the channels, usually the 8110 was not displayed on the pcu. To troubleshoot the issue, the staff would turnoff and turn back on the device and the missing numbers would then appear. There were no patient adverse effects caused to the patient.

Manufacturer narrative:
The customer¿s reported complaint of the volume infused not displaying on the pcu was confirmed based on laboratory testing and tracker, issue ID (B)(4). Based on the review of the logs, an infusion of guardrails IV fluids, drugid=76; was last programmed at 1:59:58 am on (B)(6) 2021 with a rate of 0.19ml/hr and vtbi of 6ml. The syringe module alarmed for patient pressure at 7:25:33 am on (B)(6) 2021. The volume to be infused was cleared several times prior and after the syringe module alarmed. The syringe module was channeled off at 10:30:28 am on (B)(6) 2021. The total volume infused was 5.4695ml. A review of the pump module error log showed no records associated to the reported incident. Results from the laboratory test confirmed total volume infused observed blank, under option volume infused as noted in the tracker database. The pump module infusion was being used for treatment. The proximate cause of the customer¿s complaint is suspected to be due to a software design that occurs following a patient side occlusion. When a pressure alarm limit is reached, the system will automatically back up the plunger movement until the pressure in the line returns to normal. Inadvertently, the user can perceive the negative volume infused as a discrepancy; however, the system is performing as designed. Note: when an occlusion in an infusion line occurs, fluid accumulates in the line, raising the pressure. Depending on the pressure setting and type of extension set used (w/ pressure disc), a significant amount of fluid can get stored in the line. Removing the source of the occlusion can rapidly release the stored volume, creating an unintentional bolus to the patient. The back off feature automatically reduces the potential for unintended boluses by reversing the plunger until the pressure in the line returns to normal. The back off volume is then subtracted from the volume infused counter. Inspection: the pcu device s/n (B)(6) was observed with instrument seal missing. The right (male) inter-unit-interface (iui) was observed to be in good condition. The left (female) inter-unit-interface (iui) was observed to have dry fluid ingress. The handle, pole clamp, and power cord were received in good condition. Log analysis results: logs were retrieved from the system to ascertain programming and event details associated to the reported incident; however, the incident date was not found recorded. The event log showed the system was last powered on at 5:12:49 pm on (B)(6) 2021. The profile in use was identified as ¿neonatal¿. Based on the review of the logs, an infusion of guardrails IV fluids, drugid=76; was programmed at 1:59:58 am on (B)(6) 2021 with a rate of 0.19ml/hr and vtbi of 6ml. Syringe module alarmed infusor patient pressure at 7:25:33 am on (B)(6) 2021. The volume to be infused was cleared several times prior and after the syringe module alarmed patient pressure. The syringe module was channeled off at 10:30:28 am on (B)(6) 2021. The total volume infused was 5.4695ml. A review of the system error logs showed no records associated to the reported incident. Test results: laboratory test results confirmed total volume infused observed blank, under option volume infused as noted in the tracker database. Test method information: n/a. Device history review: a review of the device history record showed the device had a manufacture date of 02oct2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pcu s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the pcu s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that during the staff¿s hourly check on volume infused record on pcu screen, the volume infused for one of the channels, usually the 8110 was not displayed on the pcu. To troubleshoot the issue, the staff would turnoff and turn back on the device and the missing numbers would then appear. There were no patient adverse effects caused to the patient.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, the affected device has not been received.

Event description:
It was reported that during the staff¿s hourly check on volume infused record on pcu screen, one of the modules did not show any numbers on the screen even though the actual module was actively infusing. To troubleshoot the issue, the staff would turn off and turn back on the device and the missing numbers would then appear. There were no adverse effects caused to the patient.